Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The customer stated they will replace the speaker themselves. The replacement speaker was sent to the customer as a parts order. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
It was reported the intellivue multi measurement server x2 displayed a speaker malfunction inop. There was a confirmed loss of audio. The device was outside of clinical use at the time of the event. No adverse event or patient harm was reported.